Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained. Additional information was received that there was nothing wrong with the device, the patient and the physician decided that the patient would be better off from other therapies. The explanted ipg was discarded as per hospital policy.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.